Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron select sps g124 they allege that the unit was overheating at the handpiece and insert . No injury was reported from the alleged event.

Manufacturer narrative:
Hpc lot # - 04230. St lot # - 202306. The fs is worn, exposed wires, debris in water filter. Damaged parts have been replaced, the unit have been calibrated and tested to factory's specs. No other faults found. Customers complaint was not found, insert may be clogged, thereby restricting water flow. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.